Manufacturer narrative:
A ge svc rep performed an on site investigation. The monitor was repaired during the svc call. The system was tested, and found to be working as intended, and put back into svc.

Event description:
It was reported that the 9800 system had a monitor error message. No pt injury was reported.